Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional information is being requested of a local representative to determine the implant and explant date of this device. This report will be updated once this information is received.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.